Event description:
It was reported that the insulin pump alarmed no delivery. The customer did not recall the blood glucose reading. He was unable to troubleshoot for the alarm, as this was a past event. He stated that he did not always change the infusion set out every time, but she checked for kinks and to insure that he was connected. He declined return of the reservoir and infusion set for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.